Event description:
Initial reporter indicated that a lead break was discovered at the time of a generator replacement or end of battery life. The patient had no report of a fall or injury preceding the lead break. They do ride in a special care school bus with an over the shoulder harness belt. It is unknown if this may have contributed to the lead break. Once the generator was replaced with a new generator and a lead test performed high lead impedance was attained. The explanted product is at MFR pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to death or serious injury.